Event description:
Patient was revised to address loosening of the srom sleeve. Update: (B)(6) 2011 - medical records were received. The revision operative report indicated that there was fluid accumulation and significant amount of fretting debris at the tapered junction with grayish black debris around the taper.

Event description:
Update (B)(4) 2013-legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update: (B)(4) 2011 - medical records were received. The revision operative report indicated that there was fluid accumulation and significant amount of fretting debris at the tapered junction with grayish black debris around the taper. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2013 ppd received. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.